Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the error was confirmed using system logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c 33 upon startup; however, a review of the erbe log showed recorded error m 0b and c 00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted abdominoperineal resection surgical procedure, customer was getting c 00 errors pointing to issue with integrated electrosurgical unit (iesu). Customer restarted several times with no change. Technical support engineer (tse) advised customer that the energy would most likely not work. Customer understood and would talk with surgeon. Customer called back and asked if vessel sealer (vs) would still work. Tse advised customer it would. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the same erbe generator. During troubleshooting, the tse informed the surgeon that the monopolar or bipolar cautery might not function if the case proceeded, although the vessel sealer would still be operational. A test was performed by grounding a test subject and activating the monopolar handpiece, which produced a sound indicating it was functioning. Based on this, the surgeon elected to proceed with the procedure. According to the surgeon, all energy modalities worked properly during the case, and no cautery-related issues were encountered. After the procedure, a technician replaced the cautery module. There were no patient injuries or complications. The procedure was delayed by approximately one hour due to the issue and troubleshooting.